Event description:
Related manufacturer reference number: 3006705815-2024-01257. It was reported patient lost effective therapy due to high impedances on both leads. Reprogramming was unable to restore therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.